Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain,') in an adult female patient who had essure (batch no. 683283, 683383) inserted for female sterilisation. The patient's concurrent conditions included chronic cervicitis, nabothian cyst and adenomyosis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy, da vinci). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: on the patient left there were 3 coils noted in the uterine cavity. The gold hand was seen the button was pushed and the coil was deployed with 7 coils noted in the uterine cavity. Most recent follow-up information incorporated above includes: on 26-aug-2020: mr received. Lot number added. Event medical device removal was replaced with event pelvic pain female. New reporters, concomitant conditions were added. Follow up dated 21-jul-2020 was significant but distributed as non significant by case processor. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain,') in an adult female patient who had essure (batch no. 683283,( 683383-not valid)) inserted for female sterilisation. The patient's concurrent conditions included chronic cervicitis, nabothian cyst and adenomyosis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-oopherectomy, da vinci). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: on the patient left there were 3 coils noted in the uterine cavity. The gold hand was seen the button was pushed and the coil was deployed with 7 coils noted in the uterine cavity. Most recent follow-up information incorporated above includes: on (B)(6) 2020: update of information (batch is not valid). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and oophorectomy ('oophorectomy') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (essure removed on (B)(6) 2019,). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and oophorectomy outcome was unknown. The reporter considered medical device removal and oophorectomy to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received: case become serious incident as event injury was replaced with new event - medical device removal & oophorectomy event added. Essure removal date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain,') in an adult female patient who had essure (batch no. 683283, 683383-not valid) inserted for female sterilisation. The patient's concurrent conditions included chronic cervicitis, nabothian cyst and adenomyosis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-"oophorectomy", da vinci). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: on the patient left there were 3 coils noted in the uterine cavity. The gold hand was seen the button was pushed and the coil was deployed with 7 coils noted in the uterine cavity. Lot number reported ( 683383 ) is not valid lot number:683283 manufacturing date:2009-10 expiration date:2012-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.